Event description:
(B)(6) 2023: abaxis, (B)(6) technical support received a call from a customer reporting low potassium (k+) result on the comprehensive metabolic panel (cmp) on the piccolo xpress analyzer.

Manufacturer narrative:
(B((6) 2023: abaxis,(B)(6), technical support received a call from a customer reporting low potassium (k+) result on the comprehensive metabolic panel (cmp) on the piccolo xpress analyzer. 07june 2023/unknown time: the laboratory ran quality control and reported a low potassium (k+) result. (B)(6) 2023 unknown time: whole blood is drawn from the patient into a lithium heparin tube and analyzed using the piccolo xpress chemistry analyzer serial number p027346 and piccolo cmp panel lot 3072ac6 results: potassium (k+) =2.8 mmol (reference range: 3.6-5.1 mmol/l). (B)(6) 2023 /unknown time (within 11 hrs.): from the previous draw, a serum separator tube was used to submit serum to an outside laboratory. Results: potassium (k+) =4.1mmol (reference range: 3.5-5.1mmol/l). The physician prescribed the patient a potassium (k+) supplement. The next morning the physician called the patient to reverse the treatment. The patient had no side effects. Abaxis technical support confirmed that the laboratory was storing and handling the sample and cmp panels as recommended. It was confirmed that the disc chamber had dry blood in it. The laboratory cleaned this out prior to running qc with new discs. The abaxis piccolo xpress user manual states whole blood must be analyzed within 60 minutes of collection or separated into plasma. (B)(6) 2023:1250 pm: the laboratory called back to confirm that after cleaning the chamber and running new controls, the device reported passing results. The customer confirmed they were no longer experiencing issues with potassium results and chose not to return the unit for investigation. A review of the batch record for lot 3072ac6 was completed and confirmed there was one (1) low unacceptable reading for potassium in manufacturing for a 0.34% failure rate with a limit of 3.00%. The lot met all release criteria with no deviations during manufacturing. A review of the complaint data showed that there was only one (1) rotor from this lot, only from this clinic, out of a total of (B)(4) rotors shipped for a complaint rate of 0.007%. No other complaints were received for lot 3072ac6. There has been no observed trend for low potassium over the last 12 months ending in (B)(6) 2023. There has been no reported patient impact contributing to patient injury or hospitalization. The root cause of the customer's reported problem was not established, and the device remains with the customer. No further action is required at this time.